Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water channels, but the foreign object could not be identified. No physical damage was observed where foreign matter remained. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was black rubbery material which did not originate from the device clogging the nozzle and could not be removed. Due to this clog, there were air/water flow issues. This issue likely occurred during the cleaning/disinfection process and caused by mishandling. Upon further inspection, it was observed that the glue of the bending section cover was worn out. It was also observed that the bending angulations were out of specification. It was observed that the insertion tube was deformed and wrinkled. It was also observed that the glue of the lenses was worn out. Lastly, during the inspection, an annual preventative maintenance was performed on keytop one. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope had no insufflation. There was no patient/user harm or injury reported due to the event.